Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter, ubd: 04-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine [1 mg/ml] at .0062 mg/day, and bupivacaine [1 mg/ml] at .0062 mg/day, indicated for spinal pain. It was reported that there was an issue with the catheter and that a catheter event had been confirmed. The event date was (B)(6) 2018. It was reported that the catheter migrated. It was stated that the nose of the anchor wasn't in the fascia and the spine segment ¿wiggled its way down so it was bunched" and came out of the intrathecal space where the catheter goes into the spine. The issue was diagnosed during a revision. They were doing a revision the date of the report ((B)(6) 2018) and planned to put in a whole new catheter. It was also reported that the surgeon was having trouble getting the sutureless connector off the pump. The white piece was slipping off the part that connects to the pump. The rep then stated that the surgeon was able to disconnect the catheter from the pump while on the call. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Evaluation of implantable catheter serial number (B)(4) revealed damage to the sutureless connector (sc) consistent with difficulty removing the catheter from the pump. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
On the initial report, the reported information was provided by healthcare provider via a manufacturer's representative. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative. It was clarified that the reason for the revision was because the patient was having a break in therapy, and that is how they discovered that the catheter tip had moved. The information provided was confirmed with the physician/account. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.